Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 323.034; lot: 3338682; manufacturing site: haegendorf; release to warehouse date: (B)(6)2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The instrument was received with the reported condition of ¿device interaction (2+ devices) unable to assemble: rm.¿ the following investigation flow were performed: damage: visual (appearance not as expected) visual inspection performed at customer quality (cq) observed that the distal threads are gouged along a small subsection on the middle threads. No new issues were identified. The given complaint condition agrees with the returned device condition as the damage would prevent the instrument from not holding the thread and therefore the complaint was confirmed. A dimensional inspection was not performed due to the complaint being visually confirmed and post manufacturing damage. A device history review was performed for the returned instrument¿s lot number and no material review reports (mrrs), nonconformances (ncs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force during the product¿s lifespan. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement. No patient information was provided. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threaded drill guide with depth gauge will not thread. It is unknown if there were procedure or patient involvement. This report is for a 1.5mm threaded drill guide with depth gauge. This is report 1 of 1 for (B)(4).